Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was returned for further evaluation. Visual inspection of the device found nicks and gouges along the inferio-posterior edges of the device. The both dovetail features were observed as being flared out. Therefore, the reported event could be confirmed. Dimensional analysis of the outer width and length of the device found the measurements to be within print specifications. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Based upon the information that has been obtained, no definitive root cause can be identified at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4).

Event description:
It has been reported that during a knee arthroplasty, the articular surface would not seat into the tibial tray.